Event description:
Left common iliac artery; md attempted to cross lesion with the stent. Stent dislodged from balloon. Md attempted to snare the stent and was able to pull it into the left common femoral artery. Md unable to extract the stent through the sheath. Pt went to surgery for successful removal of the stent. FDA safety report ID# (B)(4).